Event description:
Patient reported right side capsular contracture baker grade iii. Later healthcare professional confirmed. Healthcare professional later reported "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant: no observed creases on the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed an opening anterior assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Patient reported capsular contracture, baker grade iii. Healthcare professional later confirmed the event reported. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b., h.6.

Event description:
Patient reported capsular contracture, baker grade iii. Healthcare professional later confirmed the event reported. The device has been explanted. This relates to the right side.